Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient¿s ex-wife reported that the patient was found dead on monday the (B)(6). The police believes that the patient died around 3 days before. The police declared the death as a natural death. There was no further information provided.